Event description:
It was reported that the inflatable penile prosthesis (ipp) was implanted on 14dec2017. The corporal cylinder exhibited a defect. It had an inadequate rigidity. The patient had buried penis. All components were explanted and replaced with a great result.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. Inspection of the returned device identified cylinder damage and pump functionality problems that could impact the function of the device resulting in the reported clinical observations; product analysis confirmed the reported event. This report will be updated should additional information be provided. Device history record review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, the returned inflatable penile prosthesis (ipp) was visually inspected, microscopically examined, and functionally tested. The kink resistant tubing of both cylinders was found to be cut down to the input tube sleeve junction; the tubing was not returned for analysis. Both cylinders exhibited wear at a fold in the cylinder body. A large hole in cylinder 1 was attributed to wear with avulsion in the outer tube of the cylinder body with a pinhole leak present. Pinhole leaks consistent with sharp instrument damage at explant were also observed in both cylinders. Function and leak tests in addition to visual inspection were performed on the momentary squeeze (ms) pump. Under microscopy, it was observed that the krt was worn to the filament though no leaks were identified. The pump did not meet specification during activation testing requiring greater than 8 pounds of force to activate. The fluid leak in cylinder 1 and identified activation issues could affect device functionality. Product analysis confirmed the reported event. Labeling review: the reported clinical observations are listed as a potential adverse event in the instructions for use (IFU). Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is cause traced to component failure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was implanted over three years ago. The corporal cylinder exhibited an unspecified problem resulting in an inadequate rigidity. The patient had a history of having a buried penis condition. All components were explanted and replaced with a great result.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. Inspection of the returned device identified cylinder damage and pump functionality problems that could impact the function of the device resulting in the reported clinical observations; product analysis confirmed the reported event. This report will be updated should additional information be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, the returned inflatable penile prosthesis (ipp) was visually inspected, microscopically examined, and functionally tested. The kink resistant tubing of both cylinders was found to be cut down to the input tube sleeve junction; the tubing was not returned for analysis. Both cylinders exhibited wear at a fold in the cylinder body. A large hole in cylinder 1 was attributed to wear with avulsion in the outer tube of the cylinder body with a pinhole leak present. Pinhole leaks consistent with sharp instrument damage at explant were also observed in both cylinders. Function and leak tests in addition to visual inspection were performed on the momentary squeeze (ms) pump. Under microscopy, it was observed that the krt was worn to the filament though no leaks were identified. The pump did not meet specification during activation testing requiring greater than 8 pounds of force to activate. The fluid leak in cylinder 1 and identified activation issues could affect device functionality. Product analysis confirmed the reported event. Labeling review: the reported clinical observations are listed as a potential adverse event in the instructions for use (IFU). Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is cause traced to component failure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was implanted on (B)(6) 2017. The corporal cylinder exhibited a defect. It had an inadequate rigidity. The patient had buried penis. All components were explanted and replaced with a great result.